Event description:
It was reported that dealer is not at the lift (rps350-1 lift). No troubleshooting. Dealer states the lift stops when going down, and he believes the problem is in the actuator. Nothing is confirmed as defective.